Event description:
It was reported that the pt was implanted with a perigee vaginal mesh in 2008 for anterior vaginal wall repair. It was reported that the pt experienced recurrent urinary tract infections and mesh erosion. It is reported that a vaginal mesh excision was attempted, but 2 discrete spots of mesh erosion remain on the anterior vaginal wall, both of which were at midline at approximately 1-2cm proximal to the urethral vesicle junction, one was very small pinpoint area and there was a larger piece of eroded mesh approximately 1 cm proximal to that. On (B)(6) 2012, a mesh excision procedure was performed.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.